Event description:
The customer reported a speaker malfunction. Moreover it was reported that the x2 was used in the resuscitation room. The error was discovered because it was not possible to turn on the qrs sound. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.